Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 06/28/2024, a sales representative via sems (B)(4) reported that an ar-12990 knee scorpion broke due to the scorpion needle breaking in the ar-12990 knee scorpion. The needle stayed in the ar-12990 knee scorpion, and the patient was unaffected. This was discovered during a procedure, with no reported patient harm.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged scorpion needle (unknown part number) was received inside an ar-12990, knee scorpion, batch number 15172499, for investigation. Upon visual investigation, the handle of the needle was warped, and the distal tip was broken. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during the firing of the needle thus, breaking the needle and causing a blockage within the shaft. Dfu-0392-sub-eo warns against the usages listed to help avoid needle breakage and potential patient injury.